Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the process pcb malfunction. Based on the result, we concluded that it was caused due to an excessive shock applied on the process pcb. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A trouble occurred from the facility. Replacement of substitutes was carried out. Check error log 03-0200. This event occurred at the time of during use. There was no report of patient harm.